Event description:
It was reported that the device won't turn on. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Z-2717-2020 for iui connection issues. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced unresponsive keypad. Replaced damaged rear case. Replaced corroded left/ right iui's, sio board, logic board and display flex cable. This file is reportable based on the findings of an unresponsive keypad an corroded iui connectors. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 15may2015 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which confirmed similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device won't turn on. No additional information was provided. There was no patient involvement.